Event description:
A healthcare worker (hcw) reported that while working around cidex plus 28 day solution, she experienced dryness and swelling on her eyelid and lips. Her eyelid symptom was like conjunctiva inflammation without pain. She did see a doctor whose diagnosis was "some kind of allergy." The hcw's current health status is unknown; however, it is known that this case was reported from the hcw herself by phone. It is unknown if there was any treatment or medication prescribed. The room in which the cidex plus 28 day solution was used had no ventilation system. The cidex plus 28 day solution was used in a tray which had no lid. Additionally, the hcw was not wearing ppe. It is stated that a company representative confirmed the hcw symptoms and trained her over the phone on the proper usage for the solution, including the wearing of proper ppe. The hcw was unwilling to provide any other information including the facility name. Therefore, additional information is not available.

Manufacturer narrative:
Ni

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use and misuse and health hazard evaluation. Complaint history trending was performed for the problem code "hr-allergic symptoms" . It did not reveal a significant trend. A batch record review could not be performed as the product and lot number is unknown. The fmea (failure mode effects analysis) for cidex plus 28 day solution was reviewed for human exposure. The risk priority number (rpn) is below the threshold of 100. The shuma (system hazard use and misuse) for cidex plus 28 day solution was assessed as low as reasonably practicable. The hhe (health hazard evaluation) for cidex plus 28 day solution was reviewed for similar issues and the hazard/risk index is none/negligible there was no product returned for investigation. Per the IFU it is stated the cidex plus solution should be use in a well-ventilated area and in closed containers with tight-fitting lids, with proper ppe. Failure to follow the instructions for use may expose users to glutaraldehyde, the active chemical in cidex plus. Exposure to glutaraldehyde vapors may cause asthma-like symptoms as well as aggravate pre-existing asthma and inflammatory or fibrotic pulmonary disease. Vapor may be irritating to the respiratory tract, causing stinging sensations in the nose and throat.